Event description:
It was reported that this patient on peritoneal dialysis (pd) was in the hospital. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd and had a pd culture obtained. The nurse stated the pd culture grew the bacteria pseudomonas aeruginosa. The patient initiated on antibiotics therapy with one dose of cefazolin and ceftazidime intra-peritoneal. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. Per the nurse, the patient received antibiotics (unknown medication) while hospitalized. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse was not able to identify the exact cause of the event. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. It was reported the peritonitis may have been related to a breach in aseptic technique as multiple family members assist the patient with pd treatments.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, the event may have been related to a breach in aseptic technique due to different patient contact¿s assisting in pd therapy, as the patient¿s nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was in the hospital. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd and had a pd culture obtained. The nurse stated the pd culture grew the bacteria pseudomonas aeruginosa. The patient initiated on antibiotics therapy with one dose of cefazolin and ceftazidime intra-peritoneal. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for peritonitis. Per the nurse, the patient received antibiotics (unknown medication) while hospitalized. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse was not able to identify the exact cause of the event. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. It was reported the peritonitis may have been related to a breach in aseptic technique as multiple family members assist the patient with pd treatments.